Event description:
During an atrial fibrillation and typical atrial flutter procedure, an error was noted indicating the amplifier overheated ablating on the right pulmonary veins and the procedure was cancelled. The amplifier was rebooted, would not connect and a "hardware malfunction error" message appeared. The amplifier was disconnected a second time and the procedure was abandoned. The amplifier is no longer being used, it was replaced the following day.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis were free of physical damage. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicted the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was performed and was successful. The amplifier was left on for an extended amount of time. Inspection of the logs identified cardiamp in slot 2 (pn: 600157389 sn: (B)(6)) had an over temperature condition which shut down the amplifier. This message specifically stated that the temperature sensor read 231.5 degrees centigrade, this temperature was not accurate and calls out that component, which duplicated the reported symptom. The amplifier attempted to power cycle, and did not pass post. The device was still blinking amber upon re-inspection. The amplifier was then rebooted and passed the post successfully. This determined that the previous symptom (slot 2 temperature) was intermittent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was due to an intermittent cardiamp board in slot 2.